Event description:
It was reported that the device exhibited an air-in-line alarm. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the dso seal to be degraded. The device's event history log was reviewed for evidence of the reported problem. To conduct functional testing an air detector test was performed. Upon review, the reported problem was duplicated. The root cause was unable to be established. To address the issue the air detector was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.